Event description:
It was reported that, "the arthroplasty was revised due to instability and pain. The tibial insert was revised. The component was implanted in situ for approx (B)(6). The pt presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 4."

Manufacturer narrative:
An eval of the device cannot be performed. Devices were retained at drexel implant research ctr. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter's inst. If add'l info becomes available, it will be submitted in a supplemental report.